Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was inaccuracy during a case. Site was using isoc and was 1 cm posterior. Four additional spins were performed without resolution. Navigation was aborted after a 1.5 hour delay. There was no impact to patient.

Manufacturer narrative:
Patient weight information provided and updated to (B)(6) lbs. If information is provided in the future, a supplemental report will be issued.